Manufacturer narrative:
The suction was returned to medtronic for analysis. Analysis revealed that the first suction could be recognized when connected to a known good system but would not track. A check of the electromagnetic interface showed all three coils dead for the first suction. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used for a functional endoscopic sinus surgery (fess) procedure. It was reported that when using the suction, it stopped tracking/responding midway through, so a back-up suction was used. The back-up suction also stopped tracking/responding midway through. The procedure was completed by using another back-up suction. There was no delay to the procedure and no impact to patient outcome as a result of this issue. Note: this report is to document the first of the two instruments that stopped tracking/responding midway through use.